Event description:
It was reported during implant procedure that the right atrial lead had dislodged. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination did not find any anomalies. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
New information received notes the helix of the atrial lead failed to extend or retract after repositioning.